Manufacturer narrative:
The following devices were also listed in this report: triathlon #7 ps insert 9mm; cat# 5532-p-709; lot# laf208. Triathlon ps fem comp #7r-cem; cat# 5515-f-702; lot# sb67f. Triathlon prim cem fxd bplt #7; cat# 5520-b-700; lot# sa6ea. Reported event: an event regarding infection involving a triathlon patellar component was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: a review indicated that infection is primarily a procedure-related complication with sometimes additional patient-related risk factors. Device history review: the devices in the reported lots were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported sterile lots or lot ids. Conclusions: the investigation concluded that infection is primarily a procedure-related complication with sometimes additional patient-related risk factors. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The clinical trial investigator reported a deep joint infection. The patient was treated with percutaneous biopsy and antibiotics.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The clinical trial investigator reported a deep joint infection. The patient was treated with percutaneous biopsy and antibiotics.